Manufacturer narrative:
This spontaneous case describes the occurrence of back pain ('intense backaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria hospitalization, medically significant and intervention required), gait inability ("could not walk"), depression ("depressed"), exostosis ("bone spur"), arthralgia ("joint pain") and groin pain ("pain in left groin"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain, gait inability, depression, exostosis, arthralgia and groin pain outcome was unknown. The reporter considered arthralgia, back pain, depression, exostosis, gait inability and groin pain to be related to essure. The reporter commented: she has lingering symptoms that she have to live with, unfortunately. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case describes the occurrence of back pain ('intense backaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria hospitalization, medically significant and intervention required), gait inability ("could not walk"), depression ("depressed"), exostosis ("bone spur"), arthralgia ("joint pain") and groin pain ("pain in left groin"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain, gait inability, depression, exostosis, arthralgia and groin pain outcome was unknown. The reporter considered arthralgia, back pain, depression, exostosis, gait inability and groin pain to be related to essure. The reporter commented: she has lingering symptoms that she have to live with, unfortunately. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report